Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic inguinal hernia repair procedure during the trocar insertion. The cannula broke. The plastic piece fell into the cavity of the patient. In order to resolve the issue and complete the case, the plastic piece was removed. There was no patient harm. The status of the patient is alive, no injury.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. The event report does state that the product was used in a surgical procedure the visual inspection of the returned product noted the dissector balloon appeared intact. The inflation valve on the trocar was broken. The inflation syringe was not received. Pmv could not perform functional testing on the trocar balloon due to the broken valve. No other abnormalities noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken valve may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.